Manufacturer narrative:
Pump received with blank display due to b1/ib broken soldier joint. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was damaged when he fell eight feet while wearing it. The customer stated that the device would not turn on, it was scratched, and pieces of the battery compartment were missing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.